Event description:
The reporter stated that she got an er1 message, with a high blood sugar greater than 350, as confirmed by the confirmation dot. She did not have any symptoms of high blood sugar with this reading and no medical advice was sought. On follow up, the lifescan rep reviewed qc procedures with the reporter, and discussed meter to lab comparisons. The reporter did not want to do a control test while on the phone, and requested a video. No harm was alleged.